Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent emergent endovascular treatment for an abdominal aortic and iliac artery aneurysm from dissection and was implanted with gore® excluder® conformable aaa endoprostheses in the infrarenal abdominal aorta, a gore® excluder®aaa endoprosthesis contralateral leg device in the left common iliac artery, and two gore® excluder® aaa endoprosthesis contralateral leg devices in the right common iliac artery. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025, determined the maximum diameter of the abdominal aorta measured 56mm, with a proximal landing zone diameter of 25mm. Additionally, the right internal iliac artery was coiled and covered; and the right renal artery was stented. The patient tolerated the procedure and was discharged to (home- self-care) on (B)(6) 2025. On (B)(6) 2025, it was reported the patient had a type ii endoleak and was experiencing right side lower back pain/buttock claudication; and was determined to have a type ii endoleak. No treatment was required, however in patient hospitalization was utilized; the event is ongoing.